Event description:
Scratched outside of cheek about 1 inch from corner of mouth-face. [Scratch]. Brushhead is coming loose/ falls off [device breakage]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushheads became loose, and the brush heads sometimes fall off when the brush is turned upside down. He had been using the dual clean brush heads for the last 8 months, had no problem with them in the beginning, but within the last few months the brush heads have become loose. The outside of his cheek, about 1 inch from the corner his mouth, was scratched while brushing on two occasions. The case outcome was unknown. The consumer reported previous use of oral-b power rechargeable toothbrush without reported incident.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.